Event description:
It was reported that the event involved a male patient, (B)(6) while in the cath lab. Relevant medical history/diagnosis: atrial septal defect (asd). During pretest the catheter balloon would not inflate and the gas leaked out of the lumen. As a result, the catheter was not used. Another kit was opened and inserted successfully into the right femoral vein. No medical or surgical intervention was required. No report of death, complications or injury. There was a delay or interruption in therapy noted with no cause harm to the patient. The patient outcome is good.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.